Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No video/images were provided by the customer for review. As of 19-may-2022, a review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after a undergoing an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized overnight and has been discharged home. Although the physician believes a biopsy brush (a 3rd party manufacturer product) caused the pneumothorax, it is unknown as to what extent, if any, the ion system may have contributed to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. Per the physician, the patient did not experienced breathing issues post-procedurally. An x-ray identified the pneumothorax. The initial size of the pneumothorax was moderate and did not increase over time because the patient received a chest tube right away. The size of the lesion was 14mm x 5mm in the right middle lobe. The distance of the lesion to the pleura was 8mm. Although the physician believes that an ion product did not puncture the pleura, he indicated that a biopsy brush most likely did. The brush was advanced slightly too far in the lesion which was too close to the pleural border. Per the physician, the ion device did not cause or contributed to the pneumothorax. The physician believes the pneumothorax would have likely occurred via another lung biopsy modality. There was no malfunction of the device. The procedure was completed. The patient was hospitalized overnight and then discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.